Manufacturer narrative:
Given that the device was not returned and the serial number not provided, no investigation is possible at this time. As such, the root cause of the reported event cannot be definitively stated. It should be noted that endocarditis is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer is following up to retrieve additional details on the event and on the device. Should further information be received, a follow-up report will be provided. Device location not presently known.

Event description:
The manufacturer was notified of a case of perceval explant due to endocarditis. No further information is presently available.